Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient lost consciousness and had a seizure. An ambulance was called and then the paramedics took a fingerstick, the cgm reading was 9.0 mmol/l, and the blood glucose reading was below 2.0 mmol/l. The patient was given a glucagon shot and was later given soda. The patient was brought to the hospital, no further medication was needed, and after 3 hours he was discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.